Manufacturer narrative:
This complaint is not confirmed (classification according to sop 002). We received a 20 cm long catheter that was torn off at the 4 cm marking. There were clearly visible fibrin deposits on the distal catheter fragment. Microscopic examination showed the rough surface typical of a tear caused by high tensile stress on the fracture plane. Stress whitening was also visible on the fracture surface of the proximal catheter fragment. Each catheter is subjected to a leak and flow test, a random sample test for tensile strength and visual inspections for completeness, integrity of the sealing seam and for contamination. The catheter tubing assembly 6g35961012, part no. 8192669 was used. The random tensile test on the tensile strength of this batch resulted in an average value of 3.1 n with a minimum tensile strength of 1.5 n and 100% elongation. The batch therefore complied with the specification. Components are subject to an incoming goods inspection. There have been two complaints about batch. No. 111223gu and a total of five complaints about a catheter breakage for code no. 1261.207 within the last three years. This query relates to all complaints known to us worldwide. Severe fibrin formation indicates a patient reaction. This can occur in rare cases due to poor/unfavorable catheter placement, so that the wall of the blood vessel is irritated by catheter movements or the presence of hospital bacteria (at the catheter tip). The delicate catheter should not be subjected to high tensile loads. The instructions for use expressly warn: "caution: do not overstretch the catheter as it may rupture and cause a catheter embolism. [...] When treatment is complete or the catheter needs to be changed, it must be carefully removed. Carefully place a gauze compress on the puncture site. Do not apply pressure. Hold the compress firmly and pull the catheter out with a continuous gentle pull." No further corrective action was initiated by quality management as no hint for a manufacturing defect was found. Thus, as vygon, we do not take the responsibility for this complaint.

Event description:
The catheter snapped during the catheter's removal after 7 days of use and the fragment inside of the patient had to be removed surgically. The catheter was used to administer amino acids and catecholamines. No patient harm.

Manufacturer narrative:
Vygon germany received the sample and sent it for sterilization. Upon receipt, an investigation will be conducted, and the FDA will be notified of the investigation's results via follow up MDR.

Event description:
The catheter snapped during the catheter's removal after 7 days of use and the fragment inside of the patient had to be removed surgically. The catheter was used to administer amino acids and catecholamines. No patient harm.